Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring came straight out of the cannula interfering with cautery jaws. A new device was opened to complete the procedure. There was a procedural delay. There was no patient harm.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10.h-11. Corrected section:1384 has been removed.

Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for lots 3000383530, 3000387367, and 3000380847. The last 3 lots shipped to the account prior to the event/aware date. There was one (01) ncmr , rework, or deviations documented for the reported event. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.